Manufacturer narrative:
Corrected fields: device codes (h6) in section h, device manufacturers only.

Event description:
It was reported that this electrode was explanted due to the associated subcutaneous implantable cardioverter defibrillator (s-ICD) delivering two shocks as inappropriate therapy due to t-wave oversensing. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to the associated subcutaneous implantable cardioverter defibrillator (s-ICD) delivering two shocks as inappropriate therapy due to t-wave oversensing.. A new device was implanted. No additional adverse patient effects were reported.